Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother called to report the insulin pump had a blank display. Blood glucose reading was 150 mg/dl. Troubleshooting was performed. No anomalies were noted. The display did not return after a new battery was inserted. Advised to remove the battery for 10 minutes and call back to continue troubleshooting. The customer wanted to find an alternate battery and will call back after 10 minutes. Nothing further reported.